Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female presenting with myocarditis for hemodynamic support using the impella cp device. During support, a vascular injury was endured in relationship to the device. Intervention of unspecified nature was administered. The patient also developed an access site bleed requiring a blood transfusion.

Event description:
It was also reported the patient experienced an infection at the insertion site. However, additional information could not be provided, due to the facility visiting restrictions.

Manufacturer narrative:
The investigation for the reported infection has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the infection could not be determined as it occurred 8 days after the removal of impella. The impella was sterilized under validated conditions. The failure modes will be monitored and trended. As noted in the impella IFU: impella cp with smart assist system section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records. Additional information for the initial MFR 1220648-2022-01388 was provided in sections b1, b2, b5, d6a, d6b, g1, h1, and h6.